Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient's device was explanted due to infection. According to dr some environmental/external/patient factors that may have led or contributed to the issue was that patient is a heavy smoker and has poor hygiene. No troubleshooting performed, include results and dates when known. Wound care would be done for interventions/actions that were taken to resolve the issue. Surgical intervention occurred which helped resolved the issue, patient is heavy smoker and according to dr is a ¿slow healer¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.